Manufacturer narrative:
(B)(4). Complaint investigation summary - remove: additionally, a review of the complaint history identified no similar incidents from this lot. Add: additionally, a review of the complaint history did not indicate a lot specific quality issue.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other five perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
User facility medwatch report number (B)(4) received: event desc: 2 suture closure devices did not deploy, both with the same lot#. These were device malfunctions. When the physician inserted the perclose and tried to deploy, he could not deploy the device to perclose. The devices removed and the new perclose used. Four more devices were found to be defective, same lot number. Rep from mfg notified. No additional information was provided.